Event description:
It was reported that black particulate matter was observed inside the 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This issue was identified during visual inspection at the compounding facility. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter last name: (B)(6). Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the photograph which observed a single irregularly shaped white particle matter inside the fluid pathway. The reported condition of particulate matter was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.